Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the vacutainer broke off in the locksite. The picture provided indicated leakage of blood. No injuries were reported.